Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) male patient contacted zoll customer support to report that the patient was treated on (B)(6) 2014 and was burned by the device. Dual lead noise and artifact contributed to the false detection. The patient was treated during a sinus rhythm with noise and artifact at 12:40:22. The post-shock rhythm is unknown due to noise and artifact. The doctor reported that the patient was at home at the time of the treatment. Follow-up from a zoll representative indicates the patient did not appear to be burned but did have a rash. The response buttons were not pressed during the entire event. The patient sought medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient sought medical attention and continued use of the lifevest. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 10/2008 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.